Event description:
The information received from the affiliate states that this patient was presented to the interventional lab for an angioplasty procedure of a shunt located in the patient's left upper extremity. The vessel was described as moderately tortuous with a 50% stenosis. There is no information as to where access was made to the patient or if the physician had any difficulty accessing the lesioin with a guidewire. The information states that when the physician advanced the balloon to the lesion and inflated it with an indeflator, the balloon ruptured at 12 atmospheres. Upon removal of the balloon, the physician had difficulty pulling the balloon through the sheath introducer. Subsequently, the sheath and the balloon catheter were removed simultaneously, without losing wire position, and another sheath and balloon catheter was inserted to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.